Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for a device upgrade. During procedure, the physician had a challenging time removing the lead and implanting the device. The upgrade was successful. However, while in the recovery room, the patient suffered a stroke and the patient would continue to be monitored. No further information was available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.